Event description:
The device was used during a bill roth procedure. Reportedly, the staples did not form properly and resected the tissue at the original application site. The surgeon used another instrument to complete the procedure. The hospital has reported the patient's condition is satisfactory.